Event description:
It was reported that during a right ventricular lead revision the physician noted that the right atrial lead had dislodged. The lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
(B)(4).